Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the joystick and the power plug. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys displayed a joystick failure message. No pt injury was reported.